Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump has been having battery errors. Customer's blood glucose was 139 mg/dl. She didn't know exactly what the error was but she couldn't clear it as the buttons weren't responding. Customer was attempting to prime, manual bolus, she pressed the up button to set the amount but the numbers kept on scrolling after she released the button. Customer changed the batter and she got the battery error but was unable to clear it. Customer was advised to discontinue use of the device. The device is not returning for analysis.